Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual insulin injections for insulin therapy. The customer reverted to an alternate pump for insulin therapy.